Event description:
Information received from the field does not address the patient's clinical status but notes long pauses were seen on an ECG. The initial rhythm of the pulse generator was 70 ppm, but intermittent loss of ventricular capture was observed. An x-ray showed a fracture and the lead was replaced.